Event description:
While using a g137 they allege that the there was not enough water going through the handpiece cable causing the handpiece to get hot and not cooling down.; no injury resulted.

Manufacturer narrative:
There has been a previous report received where lack of water flow has caused an overheating insert. Since an overheating insert could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, this malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Intermittent or no operation due to an open condition in the handpiece cable. Clogged duckbill filter causing poor air/powder flow, flattened pinch tube restricting air/powder flow, powder buildup in the bowl and cap threads causing an air leak and poor powder flow. Debris buildup in the water solenoid, poor water pressure regulation, debris buildup in the water filter.